Event description:
A v60 ventilator stopped working during a patient transfer to CT. The screen read the error message "vent inoperative 1007". The patient had to be immediately removed from bipap and placed on non-rebreather until a second v60 ventilator was ready for use. Our biomed team is currently working to resolve the issue with the ventilator. Manufacturer response for ventilator, v60 (per site reporter): they opened a file and asked follow up questions.